Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mpz153 batch number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent skin closure on (B)(6) 2019 and suture was used. During the procedure, the needle separated from the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: a top foil of product code y496, lot # mpz153 were returned for evaluation. No suture or needle were returned for evaluation to determine the assignable cause of the performance - pull off suture needle; therefore, the reported failure could not be evaluated. Only was received a top foil. It could not be determined what may have caused the reported incident of: ¿needle was tried, and the needle separated from the suture¿ the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.